Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which a broken rod was removed and replaced. Revision surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Both pieces of the broken rod were returned, visually and microscopically inspected. Signs of wear typical with the use of a rod bender were visible throughout. It was reported that the intraoperative contour was removed by the surgeon after the rod was removed in order to properly measure the length of the replacement rod. The fracture surfaces of the rod were evaluated on a scanning electron microscope revealing beach marks and radial striations typical of metal fatigue. The initiation point of these marks corresponded to the location of a surface notch induced by a rod bender, indicating that there may have been stresses introduced intraoperatively that propagated over time, contributing to the failure. It was reported that a pseudoarthrosis was found at the level of failure. This non-fusion exposed the rod to dynamic stresses that contributed to the failure. It was also reported that the patient was involved in a road traffic accident, resulting in the need for pelvic stabilization. It was during recovery from this incident that the patient reported back pain, which indicates that the trauma of the incident may have also contributed to the failure mode.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which a broken rod was removed and replaced. Revision surgery took place (B)(6) 2017.